Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Add'l testing of retained samples is pending. Conclusions: pending outcome of additional testing.

Event description:
Our office in (B)(6) received a report that a cap of a 360 ml bottle of lens plus ocupure saline was defective and leaked causing damage to another unit of lens plus ocupure. The suspect product was discarded.